Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the sensor not connecting to the insulin pump. The sensor feature was on. The customer was assisted with connecting the transmitter with the insulin pump. The customer then reported that they were in the hospital since (B)(6) 2018 due to blood pressure problems and had some scans and mris done. Blood glucose during hospitalization is unknown. The customer stated she was now back home from the hospital and experienced high blood glucose when she disconnected from the insulin pump. Blood glucose went up to 600 mg/dl and then to 584 mg/dl which she treated with she treated with 6 units of insulin with the pump. Troubleshooting was declined. The product will not be returned for analysis.